Manufacturer narrative:
The vascade mvp 800-612c-05j was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The exact cause of the reported event cannot be determined. However, based on the information in this complaint the most likely cause of the reported event can be attributed to a user error.

Event description:
The patient underwent an unknown procedure using the vascade mvp. The lock of the device was moved into the patient's body. As result, the collagen moved into the blood tube or was deployed at the tissue tract. It was reported that this occurred with both vascade mvp devices that were used. Reportedly the physician stated they pushed the bleeding site hard (to induce blood clot travel at this time no direct oral anticoagulant (doac) was administered. Two weeks later, the patient was hospitalized due to a pulmonary infarction and was administered a doac. The patient is recovering.